Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that a patient went to the hospital and was diagnosed with diabetic ketoacidosis (dka). The patient's blood glucose values reached 900 mg/dl. For treatment, the patient was given a insulin and saline drip. The patient was transferred to a hospital room after being in the intensive care unit (ICU) for 24 hours. The pod was worn between 4 and 24 hours on the abdomen. The pod was removed and discarded. The patient was discharged after 4 days.